Event description:
During laparoscopic anterior resection the stapler was loaded with a vascular reload. Handed to surgeon who fired the stapler. The reload lifted from the stapler device and remained in the patient. Surgery was converted from laparoscopic to an open procedure.====================== manufacturer response for stapler, surgical, endopath======================at the time of the occurrence the rep. Stated that the rn loaded the device incorrectly.